Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported a ¿phaco burn¿ (corneal burn) due to an occlusion during surgery. Add¿l info was received reporting sutures were used to close the wound. Add¿l sutures were applied, postoperatively, after the initial suture ¿didn¿t work¿. A small amount of cylinder (1 diopter) was noted once the sutures were removed. Per the completed questionnaire, there was also shallowing of the anterior chamber that resulted in iris damage. In the surgeon¿s opinion, the viscoelastic and the handpiece caused/contributed to the event.